Manufacturer narrative:
Concomitant products: product ID 3778-45, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 3776-45, serial # (B)(4), implanted: (B)(6) 2007, product type lead; product ID 3708160, serial # (B)(4), implanted: (B)(6) 2007, product type extension; product ID 3708160, serial # (B)(4), implanted: (B)(6) 2007, product type extension. (B)(4).

Event description:
The consumer reported that he was in a car accident. The patient didn¿t see any external injuries but didn¿t know if things got ¿shifted around.¿ the patient stated that after the accident his stimulation stopped. Further information received from the consumer reported that the steps to resolve the issue were that once he got home he was able to restart the device with his remote. If additional information is received a follow-up report will be sent.